Manufacturer narrative:
The device arrow buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is unresponsive even after a battery change. The insulin pump will be returned.